Manufacturer narrative:
This follow up report is being drafted to include the device history record(DHR) review and the following sections ,h4, h6 and h10 . The legal manufacturer performed the DHR review for this device and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. The probable cause of the spare lamp indicator intermittently switching on is related to emergency light deficiency or the unit was out of order. Furthermore, aged deterioration contributed to the cause of the malfunction. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
Olympus technical assistance center (tac) support engineer called the customer to trouble shoot the device. Tac informed the customer that the clv-190 may be overheating and suggested the device return to olympus for a spare lamp replacement. The customer will not be sending in the device at this time.

Event description:
It was reported that the spare lamp indicator of an evis extera iii xenon light source intermittently switches on. Additionally, the main lamp is not at 500 hours. There was no patient involvement, no harm or user injury reported due to the event.